Event description:
It was reported that the right atrial (ra) lead retracted into the superior vena cava (svc). The patient reported heavy lifting post implant. The lead was revised with an extra suture sleeve and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).